Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received two maxcore disposable core biopsy instruments for evaluation. Upon visualization of sample 01 and sample 02: the device was received with a needle protector and without a yellow guard attached to the needle. The device appeared to have residue throughout. The device was received with both slides in their initial positions. During functional testing of sample 01 and sample 02: the device was fully primed with no issues. The device was further tested by cocking and firing the device 03 times into the chicken breast using each trigger for a total of 06 tests. The device was able to prime and fire properly. All 06 samples were collected with no issue. The investigation is unconfirmed for the reported failure to fire as both devices were able to prime and fire properly. All 06 samples were collected with no issue. A definitive root cause for the reported failure to fire could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. It was reported that during the procedure the outer cannula allegedly can¿t be fired. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. It was reported that during the procedure the outer cannula allegedly can¿t be fired. The procedure was completed by another device. There was no patient reported injury.